Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No cosmetic damage noted.

Event description:
It was reported that the customer's insulin pump had four no delivery alarms. It was later discovered that an educator had induced three of them in order to troubleshoot the device. The insulin pump will be repaired and replaced. The customer's blood glucose value was unknown. No further information was provided.